Event description:
Patient reported obtaining back-to-back blood glucose results of - 200 mg/dl, 80 mg/dl, and 130 mg/dl (patient could not recall exact values), while using the suspect device. Patient indicated that due to the discrepant results obtained on the suspect device, she began testing with a relative's blood glucose monitor. No patient injury was reported and no treatment was received. Patient stated that a pharmacist performed quality control testing on the suspect device and the results fell outside of the acceptable range. Patient was unable to verify if the correct control solutions were used. Technical support requested the return of the suspect product and replacement product was shipped.